Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analyzed found that the battery release was contaminated. It was also noted that the battery drawer o-ring was missing, a ring was bent, the ring cover and lead flex cover was broken and the upper and lower cases were broken.

Event description:
It was reported that the atrial connector does not click and the connector is defective. The unit was returned for repair. No patient involvement or complications were reported as a result of this event.